Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to the observation that the serial data port connection was found loose and did not click as expected. The device was related to the reported event. The most likely root cause can be attributed to a worn locking-mechanism guide on the serial port. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the monitor data cable would not lock onto the controller; three attempts were made without success. The data cable attached with ease onto a new controller. The controller was replaced. There was no report of any effects on the patient.

Manufacturer narrative:
When connected to a controller, the monitor receives continuous data from the controller and displays real-time and historical pump information. The instructions for use and patient manual outline the steps for handling and proper connections of devices including ensuring proper alignment and prevention of damage during connections. There is a warning to keep a back-up controller available at all times. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.